Manufacturer narrative:
(B)(4). Concomitant devices: nexgen cr-flex prolong articular surface 10mm, catalog #: 00595204010, lot #: 64188227, persona vivacit-e all poly patella, catalog #: 42540200038, lot #: 64071094, persona stemmed precoat tibial component size 6, catalog #: 00598004702, lot #: 64238338. Report source: foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02004 3007963827-2020-00153. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address stiffness nearly fourteen (14) months post-operatively. All components were removed and replaced except for the patellar component. Attempts are being made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, d10, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated, however, the reported stiffness could not be confirmed. The returned implants showed signs of implantation with scratches seen in the blasted area of the femoral component and discoloration on the articular surface. The device history records were reviewed and no discrepancies were identified. Per the package insert, poor range of motion is a known adverse effect of knee arthroplasty. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Event description:
No further event information available at the time of this report.